Event description:
It was reported occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer declined to continue troubleshooting, therefore, no additional information was obtained